Event description:
Dr (B)(6) explanted a certas valve and said it wasn¿t functioning correctly. He said the valve wasn¿t draining enough. He hooked-up the explanted valve to a manometer and the water would only drop to 22cm-23cm in the manometer. They had x-rayed the certas valve while it was still in the patient to confirmed the valve was set to the performance setting of #2. He sent the explanted valve to pathology and when I picked it up, the valve looks (to the naked eye) like it is set to performance setting of #3. (B)(4).

Manufacturer narrative:
(B)(4).